Event description:
No harm to patient. Date of event [redacted]. During the procedure, a wire component from the intravascular equipment fractured and migrated from the vein to the pulmonary region. Imaging confirmed its presence in the lung. The wire was successfully retrieved from the lung, which prolonged the procedure and resulted in additional fluoroscopic exposure. Brand: boston scientific, v18 control wire 0.18x200, gtin: (B)(4), lot: 36141758, ref: m001468520. All information in regards to the event and product are provided in this medsun report. No additional information was provided.